Manufacturer narrative:
(B(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0 x 15 mm xience prime stent delivery system (sds) was deployed in the posterior tibial through the interstices of another xience prime that was implanted in the tibioperoneal trunk artery 1 years prior. Pre-dilatation was performed at the interstice to 2.5 mm before the 3 x 15 mm xience prime stent was implanted. The next day, the patient had a biopsy taken from a slow healing foot ulcer and the results showed a micro emboli due to "a basophilic infiltrate of a polymer substance". The patient was unharmed; however, the physician would like to know if the polymer substance could have originated from the xience prime stent implant on (B)(6). It was stated that there was no resistance felt during advancement of the xience prime. The polymer substance was unavailable for return. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided. This is being filed conservatively due to the possibility that a part of the xience prime sds separated during the procedure 1 year prior. Since it was a slow healing ulcer, it would not have come from the procedure on (B)(6).